Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A customer reported an error in the biometry measurements. Add'l info received indicated during diagnostic testing, the probe was not taking measurements and the scans displayed discrepancies. The issue resolved after rebooting the system. There was no injury or harm to the pt.